Event description:
It was reported that the customer was hospitalized with high blood glucose of 297 mg/dl, after she had received a motor error alarm on the insulin pump the previous day and had been off the pump and using manual injections. Customer's symptom was heart palpitations. She was treated with insulin drip. When the customer had received the motor error the day before hospitalization, it was while she was priming. The insulin pump had not been exposed to a strong magnetic field. Customer was able to complete the rewind sequence and had been advised to discontinue use and revert to a back-up plan. Customer was not wearing the insulin pump at the time emergency medical services were called. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.